Event description:
It was reported that the patient came in for a loose crown, x-ray taken, and fracture of implant detected. The implant was removed, and a larger implant was placed. Tooth site #30 (universal). The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). Additional 510(k) number is k101880.

Manufacturer narrative:
This report is being submitted to report additional information. The following sections are being reported: d4: unique identifier (UDI) number is not provided / unknown. The reported implant was returned for investigation, the reported event (fracture implant) was confirmed. Based on the evaluation, the implant malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported events. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.